Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 5/12/2025: during the procedure, the knee scorpion was utilized alongside the needle. The hand instrument remained fully functional throughout, with no reported damage or malfunction. To ensure patient safety, the surgeon confirmed that the needle was not positioned in a manner that could compromise the patient. The procedure experienced a 30-minute delay, and as a result, additional anesthesia was administered for the same duration.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/8/2025, a competent authority reported via email that the tip of an ar-12990n scorpion needle broke off while the surgeon was suturing the remaining quadriceps tendon following the removal of an autograft for acl repair of the knee. A mini c-arm was used to locate the tip; however, removal was unsuccessful due to its position. This issue was discovered during an acl repair procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation and no photos of the reported failure were provided. Based on the information provided which includes the event description, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.